Manufacturer narrative:
This supplemental report is being submitted to update (expiration date) and (manufacturing date). Expiration date 11/2017. Manufacturing date 11/2014. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No sample received for review. Photographs confirm evidence of product in weld. Investigation has been based on batch history record review; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Lean operating information system (lois) was reviewed and there were no issues related to the complaint issue. Pm's on this line were completed to schedule. Machine logs were reviewed and there were no issues relating to this complaint issue. After a detailed batch review, a discrepancy was found. This warrants further action and a nonconformance was opened previously and closed. This complaint will be closed as the (nc) has been completed. Additional details have been requested but not provided to date. When additional information becomes available, a follow up report will be filed. (B)(4).

Event description:
It was reported that the packaging seal was not well, non-sterile state. Photos provided by the reporter showed a primary pack with a failed (open) weld on one side. Reporter stated product was not used on a patient.